Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported on september 3rd, 2025, that during a myosure procedure on (B)(6) 2025, the device did not oscillate at the tip. The whole device, including the cable cord whipped around aggressively. The customer reported that the¨ blade fell off during use inside the patient¨. The blade was removed. The patient is safe, and no harm was reported. No other information is available.

Manufacturer narrative:
Device was returned: visual inspection was conducted and there were no signs of physical damage, the window was closed. No missing parts were observed; the tip of the device was complete. Testing of the console was conducted and the device passed the cutting test, the failure reported to missing blade part was not reproduced. Internal inspection was performed, and only plastic particles were observed inside the handle. Therefore, the issue reported by the customer was not replicated, but a different failure mode as the reported was identified. This observation will be monitored and trended. A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. H6: investigation findings : appropriate investigation term/code not available : suggested code : reported event not replicated, new failure mode found material fracture unrelated to event described.